Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads had low pacing impedance. There was also oversensing on the ra lead. Reprograming occurred for the oversensing on the ra lead and the situation will continued to be monitored. The leads remain in use. No patient complications have been reported as a result of this event.